Manufacturer narrative:
The patient's device was not returned to zoll for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash caused by the lifevest. The patient reported that the rash was on her shoulders. Follow-up indicated that the rash was still getting better and that she was wearing the lifevest. The patient also stated that a nurse in her family recommended a cream to help with the irritation.